Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center had no image due to circuit board failure. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation, a definitive cause could not be determined. However, it is presumed the image issue was caused by the failed device board. Olympus will continue to monitor field performance for this device. This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation, a definitive cause could not be determined. However, it is presumed the image issue was caused by the failed device board. Olympus will continue to monitor field performance for this device.